Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, a pump exhibited hardware error 074 and repeatedly rebooted, resulting in the abortion of the procedure while the patient was under general anesthesia. The patient was cardioverted and did not receive alternate therapy from another product. A service visit occurred on a later date and the pump was replaced. The pump was tested to verify functionality and an extended self test was completed. No adverse patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. A field service engineering report was reviewed. The error was verified by the mapper. The mapper installed a new pump as it was traced to a component failure. The pump was tested to verify functionality. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.